Event description:
A peritoneal dialysis patient called concerning m31 air detected in cassette alarm during drain 0. He stated the solution was leaking through the cassette door onto the floor. There is no report of patient ill effect. There is no sample available for evaluation.

Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.